Event description:
It was reported that they were unable to adjust stimulation. A ¿call your doctor¿ icon was displayed on the patient programmer. It was noted that it sounded like the patient had not seen the healthcare professional (hcp) in 4 years. Patient lived in a remote location. The patient did not recall getting an elective replacement indicator (eri) on the patient programmer. Patient was unable to see hcp due to location. It was unclear when the patient started seeing the call your doctor icon. Patient had therapy for a traumatic brain injury and manufacturing representative did not seem to think therapy was helping the patient much. It was noted that when the patient saw the hcp in 2010 and turned the implantable neurostimulator (ins) off they had noticed a difference in symptoms. It was further noted that the ins could be at end of life since the patient had not recently been seen. It was later reported that there was a power on reset (por) condition. It was unclear if the patient had been around electromagnetic inference (emi) recently. Additional information reported that the warning showed an exclamation point in a triangle. The patient had not been to neurology yet. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was seen by a neurologist on 2013 (B)(6). The por was cleared. The message was not captured. It was thought that the por may have been caused by emi from an ancillary procedure the patient's father was receiving (the patient was present). The patient had a tremor from a traumatic brain injury. Therapy was restored and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 3387-40, lot # j0107938v, implanted: (B)(6) 2001, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot # j0225593v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 7426, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator. (B)(4).